Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2010, product type extension.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported the ins was implanted in their abdomen. The patient was overweight and when they were in a sitting position the ins would stick straight out and it was not in there flat. The patient said it would hurt and would turn black and blue. When the patient got replacements, they were moved to a different location and when they were replaced, they were moved more to the center of their stomach and the left wire coiled up in their stomach and it sticks out. The patient reported that this didn't hurt or become black and blue. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.